Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2019. The lowest blood glucose (bg) entered into the pump by the user was 143 mg/dl on (B)(6)2019. Therefore, the complaint could not be confirmed. A tubing fill of size 16.0 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 51 mg/dl; cause was unknown. Soda and a cookie were consumed to treat bg level. Review of the pump data logs by tandem technical support shows that the pump is functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.